Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was loaded and the first cartridge fell out of the jaws when place inside the patient. The device and cartridge were removed and a second cartridge was loaded. The device locked out when placed in patient. Another like device was used to complete the procedure. There was a delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Sled movement. The ec60a device was received for analysis with no visual non-conformances and with two ecr60d cartridge reloads present. Cartridge (b) was received fully fired and in good visual conditions. Cartridge (c) was received 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.the batch record was reviewed and no anomalies were noted during the manufacturing process.